Event description:
Patients wife reports that two at 2 months post op, x-ray noted mal position of the charite disc upper plate. Reports the patient lived with this for a time and underwent physical therapy. However, he recently experienced lower back pain. X-ray showed the plate was out of position and the plastic core had pushed backwards into the spinal cord. Spinal fusion surgery is planned.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. In the absence of a product sample and lot number, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. (B)(4): device not available for evaluation.